Manufacturer narrative:
Date of event: 2017. Additional suspect medical device component involved in the event: model#: sc-8216-50 serial #: (B)(4). Description: artisan surgical lead, 50cm the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg had stopped working. The patient underwent a revision procedure wherein the lead and ipg were replaced. Device malfunction was suspected. The patient was doing well postoperatively.